Event description:
It was reported the implant at tooth location 19 fractured during insertion into the bone, implant could not be placed. Another implant was placed to complete the procedure. No surgical/medical intervention required for permanent damage, no additional appointment was required. No symptoms were stated as a result of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4) a4: patient weight unknown / not provided.

Manufacturer narrative:
Zimvie received one (1) tsvt4b10, (imp, tsv, 4.1, 10, mtx, mg) for evaluation. Visual evaluation of the as returned devices identified the implant and bundle mount with signs of use, apparent bone / tissue attached to the implant's external threads. Fractured mount hex was identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1279636. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1279636 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture mount¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 4, the most likely root cause determined from the investigation is incorrect techniques used during placement / excessive torque. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.